Event description:
It was further reported the patient received effective therapy at the time of report. It was noted reprogramming was performed before the lead revision with no success. Follow-up complete.

Event description:
Additional information received reported the patient had stimulation in the wrong location and never had therapeutic effect. It was noted the patient had a revision where their lead was replaced and an extension was added. It was further noted the patient had pain and less than 50% therapy relief. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a doctor placed the lead wire "wrong" and the patient wanted it corrected. It was noted that the patient wanted more training on the programmer and how to adjust therapy. It was stated that the patient "never had therapeutic effect". It was stated that the therapy "never worked for the patient" and it only "gave him headaches".

Manufacturer narrative:
Concomitant: product ID 37746, serial# (B)(4), product type programmer, patient product ID 37754, serial# (B)(4), product type recharger, product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).